Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A g7 neutral e1 liner 32mm c, part # 010000847 from lot 6383693, was returned and evaluated against the complaint. Visual inspection found an indentation on the outer radius of the liner that is the size of the radius of the returned screws. Scratching was also observed on the outer radius. The barb is scraped and dinged. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations could not be performed as no pictures were provided or product returned. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined for items (B)(6) (48c shell) and (B)(6) (32c liner), (B)(6) (32c liner), not seating. The root cause of item (B)(6) (48c shell) and (B)(6) (36f liner) not seating is directly related to these components not being compatible per the g7 acetabular system surgical technique. Additionally, it is stated in the technique that the color on the liner label should match the color anodized on the rim of the acetabular shell. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: catalog#: 010000925 g7 hi-wall e1 liner 32mm c lot#: 6891193; catalog#: 010000925 g7 hi-wall e1 liner 32mm c lot#: 6891193; catalog#: 010000936 g7 hi-wall e1 liner 36mm f lot#: 6913032; catalog#: 010000661 g7 pps ltd acet shell 48c lot#: 6911325; catalog#: 51-130100 tprlc 133 fp 12/14 bm so 10.0 lot#: 6762943; catalog#: 650-0834 delta cer fem hd 032/0mm 12/14 lot#: 3068587; catalog#: 650-0833 delta cer fm hd 032/-4.0 12/14 lot#: 3061363; catalog#: 010000997 g7 screw 6.5mm x 20mm lot#: 6912020; catalog#: 010000998 g7 screw 6.5mm x 25mm lot#: 6801958; catalog#: 010000998 g7 screw 6.5mm x 25mm lot#: 7012456; catalog#: 010000999 g7 screw 6.5mm x 30mm lot#: 6730917. Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02272, 0001825034-2021-02273, 0001825034-2021-02275, 0001825034-2021-02276.

Event description:
It was reported that the insert did not fit inside the cup, although multiple attempts. As a result, the cup sunk into the acetabulum. The cup has been removed and reinserted after acetabulum reinforcement by the means of screws. A new high-wall insert has been repositioned without success. A third attempt was done by inserting a standard insert, without success. The surgeon decided to definitely remove the cup and to bore the acetabulum to obtain a more equatorial grip. A new high-wall insert has been positioned but it did not fit inside the new cup. In the end, a standard insert has been successfully inserted inside the cup. No adverse events were reported. Attempts have been made and additional information on the reported event is unavailable at this time.